Manufacturer narrative:
A visual examination of the complaint device revealed that there were white scuff marks along the back of the device case. The gauge was found to be reading at 5psi with no pressure applied. Based on the condition of the returned device, the reported failure of gauge reading inaccurate was confirmed. It is most likely that the issue occurred after unit was assembled and shipped most likely a result of the unit being dropped. These units are very susceptible to damage by jarring and dropping the unit hard enough to scuff which will cause damage and cause gauge to read inaccurately. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device was damaged. It was reported that the gauge was reading inaccurately, the needle remained on 5 psi when the device was not being used. The procedure was completed with another pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device was damaged. It was reported that the gauge was reading inaccurately, the needle remained on 5 psi when the device was not being used. The procedure was completed with another pneumatic hand pump. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.